Manufacturer narrative:
H3: there were 4 devices returned. The electrode wires in the returned sample were tested for continuity to manufacturing specifications and all of them had continuity within specification. In the returned condition, there was no physical damage and there was no out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care provider reported via manufacturer representative reported that the tube was placed and all electrodes plugged in but wouldn¿t get consistent red checks. Moved the tube and adjusted and would get green checks at first but would then go back to red checks. They wouldn¿t get consistent red checks so they extubated the tube and used a new one and that one was fine. There was a delay in the procedure for about 30-60 minutes. The procedure was completed with backup product(s). There was no patient injury.